Manufacturer narrative:
As reported, the visual indicator of a 6f exoseal vascular closure device (vcd) did not change color. The indicator window did not turn black. Upon removal, the indicator wire loop was partially deployed and did not fully expand. There was no reported patient injury. The procedure used a retrograde approach and was intended to be a coronary stent implantation. No visible device or package damage was noted before use. Suitability of the femoral artery access site was verified by angiography, including correct sheath insertion angle and appropriate vessel diameter, with no calcium, plaque, nearby stent, stenosis greater than 50%, or pre-existing complications observed. There was no difficulty connecting the vascular sheath introducer with the vascular closure device (vcd). The exoseal vcd and vascular sheath introducer were retracted together appropriately, and pulsatile flow slowed as expected. The indicator wire cowling locked with an audible click, and pulsatile flow was observed. The physician kept their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. The device was returned for evaluation. Upon further evaluation, the device was received in a disassembled condition. It was later clarified that the device components were intentionally separated by the account after completion of the procedure and following the reported issue, in order to facilitate inspection of the device. One video was provided for review. The graphic material shows a 6f exoseal inserted into the patient, button not pressed and the indicator window on white/black position with the cowling guard partially locked, the indicator wire does not appear to be deployed. No additional details were observable in the graphic material provided. Additionally, one non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for evaluation in a disassembled condition, with the internal components separated. The plug and the guard were not received for this evaluation. No catheter sheath introducer (csi) was returned for evaluation. During the visual analysis, no additional anomalies were observed. An attempt to perform a deployment simulation evaluation could not be performed completely due to the disassembled condition of the received device. The reported event of "indicator wire deployment difficulty" could not be evaluated through analysis of the returned device as it was disassembled/separated by the user prior to shipment, which impeded testing of the indicator wire deployment mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis or through the video provided. Based on the information available for review and device received condition, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ neither the product analysis, video review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator of a 6f exoseal vascular closure device (vcd) did not change color. The indicator window did not turn black. Upon removal, the indicator wire loop was partially deployed and did not fully expand. There was no reported patient injury. The procedure used a retrograde approach and was intended to be a coronary stent implantation. No visible device or package damage was noted before use. Suitability of the femoral artery access site was verified by angiography, including correct sheath insertion angle and appropriate vessel diameter, with no calcium, plaque, nearby stent, stenosis greater than 50%, or pre-existing complications observed. There was no difficulty connecting the vascular sheath introducer with the vascular closure device (vcd). The exoseal vcd and vascular sheath introducer were retracted together appropriately, and pulsatile flow slowed as expected. The indicator wire cowling locked with an audible click, and pulsatile flow was observed. The physician kept their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. The device was returned for evaluation.